Event description:
Procedure type: malignancy of the prostate. According to the reporter: the root of the displacement part fell into the pt's cavity. The piece could be retrieved. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).